Event description:
On (B)(6) 2009, the patient reported that at about 3am this morning he received an e4 (occlusion) error on his insulin infusion device. He stated, he has excessive scar tissue and may have inserted his infusion headset into scar tissue on his abdomen. The patient was instructed to disconnect from his headset and try to prime which he did until insulin dripped from the tubing. He was then instructed to remove his headset and he discovered the headset cannula was bent. He inserted a new headset and bolused .5 unit of insulin to fill the cannula without error. Site rotation and management were discussed with the patient. Courtesy infusion sets and an infusion set insertion device were sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.